Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the device was stuck in oscillating mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility that the device was stuck in oscillating mode. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.